Manufacturer narrative:
The reported events of broken tether and premature release were confirmed. As received, a catheter was returned in one piece without a device. A visual and x-ray inspection revealed the release tether wire was broken, and one of the tether bullets was missing. Scanning electron microscope analysis confirmed the broken release tether wire was fractured. The cause of the reported events was due to fractured tether wire consistent with fatigue and overload ductile fracture.

Event description:
It was reported that one of the tethers broke off from the delivery catheter resulting in a premature release during the implant procedure. The tether remains in the patient's body. The implant procedure was completed successfully as the device was already fixated when the premature release occurred. The patient was stable condition.